Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a car accident a couple of months ago and also fell and hurt herself and since then can't tell if the implant is still working. When asked, patient said hasn't made any adjustments, patient said that lost their vehicle and it is complicated to use the external equipment. Patient said that has an appointment with new healthcare provide tomorrow and asked for a manufacturer representative (rep) could be there. Patient said that her physician no longer works with products. Patient services agent reviewed option for patient to connect to implant during the call. Patient said just started charging the external devices. Reviewed meaning of light on the communicator and how to check battery status. Patient said just plugged in the communicator about 5-10 minutes ago and it has been quite a while since last charged. Patient to charge up communicator for longer period of time and then call back for additional instruction. Patient asked about turning therapy off before procedure to remove and replace. Reviewed information. The patient was redirected to their healthcare provider to further address the issue.